Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio inr: 1.6 and 2.6; laboratory inr; 4.3 and 4.3. The time between testing was one (1) minute between each inratio test and laboratory test. Reportedly, a proper finger stick was not performed, venous blood draw sample was used. Therapeutic range 2.0 - 3.0 for the patient. There was no add'l patient or treatment info provided.

Manufacturer narrative:
Investigation pending.